Manufacturer narrative:
(B)(4) follow-up.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the green connector of the freedom ac power supply was difficult to insert and does not securely connect into the freedom power adaptor. The freedom ac power supply was returned to syncardia for evaluation. Visual inspection of the ac power supply's exterior components revealed a cracked strain relief on the ac power supply cord, foreign object debris adhered to the exterior of the housing and a missing connector cover. The missing connector cover was identified as the likely root cause of the reported connection difficulty. The cause of the missing connector cover was unknown. The ac power supply was functionally tested and did not pass functional testing because of the missing connector cover. Because of the missing connector cover, the freedom ac power supply was taken out of service. This failure mode poses a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. The freedom driver system has redundant power sources, including an additional ac power supply, multiple rechargeable onboard batteries and a car charger. Syncardia will continue to monitor and trend this issue as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the green connector of the freedom ac power supply was difficult to insert and does not securely connect into the freedom power adaptor. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver continued to function as intended. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.